Event description:
The oxylog 3000plus was reported to have run out on the patient. No consequences for the patient were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The affected device, oxylog 3000plus, serial no: (B)(6) was examined in the manufacturer's repair workshop and the log file was made available for further analysis. Based on the device examination, no device failure could be determined; both, the device test and the endurance test were performed successfully without deviation. Based on the logfile analysis, it was possible to verify that the device performed a warm start at 04:18 a.m. On (B)(6) 2022. A warm start takes approx. 5 seconds; ventilation is then automatically continued with the last settings. At the same time as the warm start, an entry "bias vvent out of range" was logged. Vvent is an internal supply voltage, and it was assumed that the cause of the warm start was a sporadic deviation of this internal supply voltage. Both warm start and this log entry for bias voltage occurred only once in the log. The log file contains further entries on user interactions with the device (switch-on/switch-off operations, changes to settings), but no further entries indicating a technical device fault. Based on the results of the investigation, no permanent cause for the device behavior could be identified. In the event of a technical fault, the device will issue a visual and audible alarm, but may no longer provide an adequate ventilation function. In this case, the operating instructions for the device stipulate that an alternative ventilation option must be kept ready. The number of similar cases, related to the reported device behavior, is within the expected range of the respective risk assessment and thus accepted.

Event description:
The oxylog 3000plus was reported to have run out on the patient. No consequences for the patient were reported.